Event description:
It was reported that the patient presented remotely via merlin.net. Review of stored electrograms (egms) revealed non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). The patient did not receive therapy during the oversensing. The patient was asymptomatic. Programming changes were discussed, no intervention was performed.